Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2022 as they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was 88 mg/dl. The customer did not experienced symptoms of low blood glucose value. Low blood glucose was treated with food. Auto mode was not active at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.